Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical residue on lens. Visual inspection found the haptic was deformed and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.00/1.0/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.